Event description:
It was reported that the patient was presented to the clinic for a scheduled follow up. During the clinic visit, the right ventricular (rv) lead was found dislodged. The rv lead was explanted and replaced. The patient was in stable condition throughout.